Event description:
The customer, has reported via the (B)(6) competent authority, the (B)(6), that the retaining clip was allegedly loose and it came out of implant meaning that the surgeon was unable to use implant as it would not engage with tibial tray. The customer has reported that the surgery was completed by using an alternative implant. The customer has reported that no injury was endured to the patient. Update the customer has reported that there was a 10-15 minute delay to surgery whilst an alternative device was sourced.

Manufacturer narrative:
An event regarding seating/locking issues involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device evaluation was not performed as no items were returned. Device has been discarded by the customer. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates that there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device is needed to complete the investigation for determining a root cause. Not returned to the manufacturer.